Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent telemetry. The device failed telemetry testing due to the printed circuit board being out of specification. It was also noted that the screen drops, the hinge was mechanically out of specification, there was no stylus returned with the device and the power cord bay door was broken off. (B)(4).

Event description:
It was reported that the programmer "doesn't work." Follow-up failed to produce any further information. The programmer was returned to service. The device was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.